Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Receiver log was retrieved and attached. Items downloaded using the dexcom global receiver communication tool passed relevant testing. The customer's complaint (unexpected receiver shut-down) could not be confirmed in the log review and replicated/produced with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.